Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient complained the pain after about 1 year from the primary surgery. The surgeon recognized that there was varus tendency and skin thinning tendency. The patient was under observation, but it was reported that there was a possibility of the revision surgery to be performed by replacing the cups, the liners, the heads and the stems from the patient¿s both side hip joint. (Date of revision surgery was not fixed yet).